Event description:
It was reported that a log file was sent for review. The log files showed intentional pump stop events that were activated by the system monitor and a driveline disconnect event. The pump was intentionally stopped because the patient passed away due to multiple system organ failure on (B)(6) 2020. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files found that the pump stop button was momentarily pressed; however, a specific cause for this finding could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2020. It was noted that an intentional pump stop was captured on (B)(6) 2020 due to the pump stop button temporarily being pressed on the system monitor. The system alarmed for left ventricular assist device (lvad) off and low flow until the pump stop button was released and the pump resumed operation at the fixed speed. A specific cause for the pump stop button being pressed on (B)(6) 2020 could not be conclusively determined, and the account denied requests for additional information citing their data privacy policy. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The device was not explanted for evaluation. It was reported that the patient¿s outcome was not considered to be device/therapy related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure/dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) and death. Section 4, ¿system monitor¿, states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 patient handbook is also available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.